Event description:
It was reported that the patient developed swelling in the arm due to the patient having very a small vein. The doctor decided to remove the ventricular lead, plug the port, and program to an atrial single chamber mode. The clinician was advised that the system in that configuration would be considered off label use. The ventricular lead was not replaced. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.